Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a confirmed infection. They had to be admitted to the hospital on (B)(6) 2016 and didn't leave until (B)(6) 2016. They ended up getting bacteria in their blood. This started about a week after the initial implant. The system was totally explanted. There were no device issues reported.